Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024 due to hyperglycemia and faced an event of bent cannula. The blood glucose level was 24.4 mmol/l and the patient got treated with intravenous fluids of insulin. Duration of emergency room was one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.